Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer had a telemetry issue, that it had difficulty interrogating. It was noted that the user did not believe that the issue was with the radiofrequency programmer head. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of interrogation difficulties, the programmer was able to interrogate an implantable cardiodefibrillator using a known good radiofrequency (rf) head, however, it was noted that one solder joint on the rf head connector was cracked and therefore the link electronic module board was replaced and calibrated. It was further noted that the left keyboard hinge was broken.